Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable cause of corrosion inside socket air tubing is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for evaluation related to a separate issue. During testing, the repair center identified corrosion inside the air tubing socket. There was no patient involvement.